Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor cannula was missing after it was removed from the insertion site. The customer¿s blood glucose was 109 mg/dl at the time of incident. Customer stated that the sensor has no cannula and it was not stuck in the sensor adhesive. No significant events leading to the issue was observed. The customer was advised that the sensor is being replaced and is not expected to return for analysis.